Event description:
It was reported the monitor will not recognize EKG or spo2 cables are connected. The reported issue was identified while doing truck check.

Manufacturer narrative:
Model number updated.